Event description:
The customer reported the system would not fluoro during a procedure. No patient injury was reported.

Manufacturer narrative:
The service rep found a broken wire in the interconnect cable. It was repaired as needed. The verified system operates as intended.